Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a very calcified and tortuous lesion located in the left anterior descending (lad) artery that was 80% stenosed. Resistance was felt during advancement of a 3.0 x 28 mm xience xpedition rx stent delivery system (sds) into the guiding catheter and the shaft kinked. When the catheter was being removed, resistance was met and the shaft fractured and separated into 2 pieces. It was stated that the fractured area of the catheter was external to the copilot so the shaft was able to be removed without issues. The procedure was completed after three non-abbott stents were implanted. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported shaft kink and the reported shaft detachment were able to be confirmed. The reported difficult to position and the reported difficulty to remove were unable to be replicated in a testing environment due to the condition of the returned device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the reported difficulty to position was a result of the sds not being coaxially aligned, such that as the sds was being advanced it interacted with the guiding catheter. Interaction and/or manipulation of the device resulted in the reported shaft kink thus resulting in the reported difficulty to remove and ultimately resulting in the reported shaft detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.